Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of the returned sample. The customer provided one guide wire and tube. The straightening tube and cap from the guide wire assembly were missing. The guide wire was kinked 10 cm from the j-tip at the distal end. The guide wire was found to be within specification. A review of manufacturing records did not yield any relevant findings. Since the guide wire assembly was incomplete and no information was provided regarding the position of the components within the kit, the probable cause could not be determined. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that in radiography-angiography room after the needle was inserted, the user found the guide wire was kinked in the kit. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.